Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore.

Event description:
It was reported that during the procedure to dilate a lesion in the left anterior descending coronary artery, after prepping the device per the instructions for use, while inflating a 2.0x15 mini trek balloon dilatation catheter using an unspecified inflation device, the balloon ruptured at 4 atmospheres. Another same size mini trek was used to complete dilatation. Reportedly, there was no resistance during advancement or retraction of the mini trek. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.